Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to inappropriate shock therapy due to noisy signals oversensing. No additional adverse patient effects were reported.